Event description:
At dressing change on an unspecified date, the dressings were changed/taken off. Vac tape was placed over the btm on the patient's left side and a portion of btm ripped off with it. On 07-oct-2025 additional information received confirmed that dressing change (date of event) was 24-sep-2025. The type of wound was venous stasis ulcer above the patient's ankle (nearly circumferential). Btm was applied with sutures. The btm that was torn off was not salvageable and disposed of. A new piece of btm was applied at a later date.

Manufacturer narrative:
The device was not available and therefore a device evaluation could not be performed. A batch review for lot #240429al4 was performed and concluded that no issues were identified in the manufacturing or distribution process that could have contributed to the reported complaint. Based on the details available, the root cause of the adverse event was due to user error as the vac tape was placed over the implanted btm during dressing change, resulting in a portion of the btm adhering to the tape and being unintentionally ripped off and was not salvageable. The IFU adequately provides instructions for implantation, precautions, and warnings for the proper use and handling of the device. Polynovo could not confirm a deterioration or change in the characteristics or performance, or any inaccuracies in the labelling or instruction leaflet, of the medical device for the reported event. The information received does not suggest a problem with the device. The clinical benefits continue to outweigh the potential risks associated with the use of the device. No trend or deficiency has been identified. There is no product risk, corrective actions are not required, and the case will be subject to trending. If additional information becomes available, the investigation will be re-evaluated. MFR reference# (B)(4).